Manufacturer narrative:
It was initially reported to codman on 7/7/2016 that there was resistance between the device and the unspecified microcatheter. Product analysis completed on 10/5/2016 revealed the coil was stretched and detached. The complaint met MDR criteria at that time. (B)(4). Conclusion: a non-sterile orbit galaxy cmplx xtrasoft coil 3.5x7.5 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 8 and 64cm from the proximal end of hub. The introducer was found partially zipped and no damages were noted on it. The support coil and gripper were found without damage while the embolic coil was found deployed and it was found stretched. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper while the embolic oil was found stretched. The od from the delivery tube was measured and was found within specification according. A lab sample microcatheter was flushed using a lab sample syringe and the received device was introduced into the lab sample microcatheter. It advance smoothly until the microcatheter's distal tip; however, slight friction was felt when the kinked section found on the hypo tube was passing through the sample microcatheter. The review of lot 17376798 revealed that 2 defects for oversized proximal bead could be related to the reported complaint. However, the DHR review confirmed that the rejected units were properly segregated and discarded. Controls are in place to detect such nonconformities. No other issues were noted that were considered potentially related to the reported complaint. The resistance was confirmed during the functional test. The resistance friction experienced by the customer appears to have been due to the kinked condition noted on the hypo tube as well as on the embolic coil. The cause of the damages found on the device (hypotube kinked \coil stretched) were apparently caused by applying excessive force on the device, but it could not be conclusively determined. However, this defect could not be related to the manufacturing process, and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failure from leaving the facility. No corrective or preventive actions will be taken since there was no evidence of a manufacturing issue related to the event. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, when the surgeon advanced the orbit galaxy (640cx3575/ 17376798), he felt resistance. He then attempted to advance the device again, but it failed. The surgeon used another coil to successfully complete the procedure. There were no potential patient adverse events. Multiple attempts to obtain additional information were unsuccessful. Product analysis performed on 10/05/2016 revealed that the embolic coil was deployed and stretched. It was confirmed that the previously unreported coil damage occurred during the procedure.